Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was upgraded. During that procedure it was noted that due to tricuspid valve regurgitation, the right ventricular lead would move from the right ventricle to the right atrium at each cardiac pulsation. The next day, it was noted that the right ventricular lead had dislodged. Repositioning of the lead was attempted; but the patient had taken anticoagulant medication and massive bleeding was observed. The use of the lead was abandoned and the lead was subsequently explanted. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) at that time. No further patient complications have been reported as a result of this event.